Event description:
A nurse from the cath lab was prepping for a cath procedure and pulled out a chg scrub brush. The nurse noticed a black stain on the scrub brush which resembles mold. The packaging was and is intact. The stain is visible through the plastic packaging. The whole box was pulled from the shelf and returned to the manufacturer. There are a total of 30 individually wrapped devices per box.